Event description:
No additional information.

Manufacturer narrative:
Investigation results: no photos displaying the reported defect or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. We would be very interested in examining product that does not meet your expectations and our quality standards.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva 20 ga x 1-1/4 in single port leaked at the septum. The following information was provided by the initial reporter: date of incident - (B)(6)2025 - IV leaked blood through the hub after the inner needle piece was removed. A new IV was placed. No sample on hand for returning. Response received on (B)(6). 1. What was the impact to the patient? Another stick. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No.